Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to bent cannula. The customer¿s blood glucose level was over 400 mg/dl. The customer¿s current blood glucose level is 180 mg/dl. Customer using insulin pump within 48 hours of high blood glucose of event. The customer declined troubleshooting for high blood glucose. It was unknown that the insulin pump was on auto mode or not. The insulin pump will not be returned for analysis.